Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was thought to have the appearance of potential electromagnetic interference (emi). Noise was able to be reproduced in all sensing vectors when the patient raised their legs and when pushing down with the left hand. Noise was also reproduced when moving the device in the pocket. It was noted that the patient had lost weight. A request was made to have data from this device analyzed. Data analysis confirmed the presence of noise since system implant, however, noted the detection of noise increased in frequency more recently. The device was programmed off and x-rays were taken and noted the electrode was fully inserted in the device header. Technical services (ts) reviewed the x-rays and noted poor system placement. The device was noted to be too low and not against the ribs, and the electrode looped around at sense a and was very far from the sternum. Ts recommended repositioning the system. A revision procedure was scheduled for a future date. This device remains in service. No adverse patient effects were reported. It was reported that the patient was seen for a revision procedure. The patient declined consent for a pocket/device revision or electrode replacement. The physician created a third incision and re-tunneled the electrode left of the sternum with sutures on both ends. The device pocket was untouched. The device was programmed back on and a 10 joule shock was delivered and a shock impedance measurement of 55 ohms was observed. Positions and patient isometrics produced a small amount of noise post procedure, however, the noise was not oversensed. The patient was discharged and monitoring will be continued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was thought to have the appearance of potential electromagnetic interference (emi). Noise was able to be reproduced in all sensing vectors when the patient raised their legs and when pushing down with the left hand. Noise was also reproduced when moving the device in the pocket. It was noted that the patient had lost weight. A request was made to have data from this device analyzed. Data analysis confirmed the presence of noise since system implant, however, noted the detection of noise increased in frequency more recently. The device was programmed off and x-rays were taken and noted the electrode was fully inserted in the device header. Technical services (ts) reviewed the x-rays and noted poor system placement. The device was noted to be too low and not against the ribs, and the electrode looped around at sense a and was very far from the sternum. Ts recommended repositioning the system. A revision procedure was scheduled for a future date. This device remains in service. No adverse patient effects were reported.